Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and found no signs of burn; device specifications within normal limits. Olympus lamp life meter is reading at 50+hours, light output measured w/in specifications. Scope socket condition ok. Main power switch is up to date. Fan is running ok. No problem found. It was noted the lamp dissipates heat if the tip of scope is kept close to any object, it will heat up. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a procedure, the olympus device left a burn hole in the drape. No additional information was provided.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.